Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen dose and concentration not reported, via an implantable pump. The indication for use was intractable spasticity. The patient experienced a sudden change in therapy. After the refill on (B)(6), per the patient¿s request, the healthcare provider had increased the dosage by 5 percent. Since the healthcare provider had changed dosage the patient has had extreme sleepiness, drowsiness, dizziness, lightheaded, slow and shallow breaths, seizures, loss of consciousness. The patient had been in the hospital on (B)(6) 2017 and the ER (emergency room) on (B)(6) 2017 for unusual high blood pressure. The patient followed up with the healthcare provider on (B)(6) 2018 because of his two ER (emergency room) visits and asked the hcp to turn the pump back down to what it was before this. So far, the patient has been ¿ok¿. The patient planned to follow up with the healthcare provider (B)(6) 2018 and was going to request to have them take out all the bolus and make even dosage 24 hours a day of the same amount. No further complications were reported.